Manufacturer narrative:
The products were not returned for examination. A search of the complaint databases was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no conclusions regarding the reported corrosion with the information provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
Patient seeking legal action. Pfs and medical records received. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient had intermittent pain, soreness and discomfort increasing, loud intermittent squeaking noise, difficulty standing, walking and performing routine activities, large fluid collection, abductor muscle weakness, elevated metal ion levels after asr hip implant; and revision surgery revealed corrosion under the trunnions and damage to abductors.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.